Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned. The inability to remove the gripper line could not replicated in the test environment as the gripper line was returned broken. The returned device analysis identified a bond failure, as a gap was observed between the delivery catheter (dc) shaft and the block bonding. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported inability to remove the gripper line appears to be due to the observed gap between the dc shaft and the block bonding. It was determined that the cause is potentially related to manufacturing. Abbott vascular (av) will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 80917u130) was advanced to the mitral valve, and the leaflets were grasped. An attempt was made to test the gripper line removability, but the gripper line was stuck and did not move. The leaflets were un-grasped and the clip was not implanted. The cds was removed and replaced. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.